Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). A device history record (DHR) review was conducted which indicated all inspections were completed and no issues were noted during manufacture. A sample was received to perform an investigation. A visual inspection found the tamper seal missing and the lens damaged. A review of the event history log found no evidence of the reported problem of air in-line. Functional testing was performed using the sensor test. During testing, the reported problem was unable to be duplicated. The root cause of the reported issue could not be confirmed as the issue could not be replicated at the time of the device evaluation.

Event description:
It was reported that during use, the pump alarmed air in-line. The pump was replaced. No patient injury was reported.